Event description:
It was reported that during the procedure the console displayed error message 509. The procedure was rescheduled with no clinical consequences to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.